Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure with the esophagus performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope and into the patient, the jaws were opened, but were not able to be closed. The forceps was withdrawn from the scope and patient. After removing the device, the dual pullwires were found to be disconnected. No part of the device detached within the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken and the other outside the tang hole. Material analysis revealed that the fractured part exhibited characteristics of a bending/tension overload event. No material anomalies were found. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwires were damaged preventing closure. Based on the material analysis, the pullwire fracture occurred due to a bending/tension overload event. Therefore, the most probable root cause is operational context as the observed damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure with the esophagus performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope and into the patient, the jaws were opened, but were not able to be closed. The forceps was withdrawn from the scope and patient. After removing the device, the dual pullwires were found to be disconnected. No part of the device detached within the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.